Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) reported to technical support that the blood pump rotor tubing guide came off and cut the blood tubing of a 2008t machine during treatment. Upon follow-up, the bmt stated they replaced the blood pump rotor to resolve the reported issue. Machine functional tests were completed and is back in service. There was minimal blood loss during treatment, and no medical intervention was required. Upon follow-up, the facility administrator (fa) stated one hour after initiation of a patient's hemodialysis (hd) treatment, the blood pump rotor tubing guide came off the rotor and cut the tubing line, causing a blood leak. The machine did not alarm with a blood leak alert. The fa stated the patient's blood was not returned. The fa stated that a fresenius dialyzer and bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The fa stated the estimated blood loss was less than 500ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The fa confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event.

Event description:
A biomedical technician (bmt) reported to technical support that the blood pump rotor tubing guide came off and cut the blood tubing of a 2008t machine during treatment. Upon follow-up, the bmt stated they replaced the blood pump rotor to resolve the reported issue. Machine functional tests were completed and is back in service. There was minimal blood loss during treatment, and no medical intervention was required. Upon follow-up, the facility administrator (fa) stated one hour after initiation of a patient's hemodialysis (hd) treatment, the blood pump rotor tubing guide came off the rotor and cut the tubing line, causing a blood leak. The machine did not alarm with a blood leak alert. The fa stated the patient's blood was not returned. The fa stated that a fresenius dialyzer and bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The fa stated the estimated blood loss was less than 500ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The fa confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the returned blood pump rotor has missing sleeves (guide sheaves) on both front guide pins. The pins have signs of debris. One of the rear sleeves is loose and can be easily removed from the pin. The sleeve is not deformed. Install the returned rotor onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min). The bloodline tubing was not damaged during the patient test. The defective sleeve did not dislodge from the guide pin during the patient test. No alarms and no fluid leaks occurred during the patient test. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.